Event description:
It was reported that the patient received inappropriate shock due to noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found that the pacing coil was fractured due to fatigue, resulting in noise and inappropriate shocks.